Event description:
Third ventriculostomy and biopsy of brain tumor. Scope functioned appropriately for first procedure. When biopsy was attempted-it was noted that image was foggy. Tried to clean scope and troubleshoot. There was no improvement. Biopsy was not performed. Not sure if biopsy will be attempted again. Pt is recovering as expected.